Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Her blood glucose level was around the 200 mg/dl. She also had high blood glucose level starting around (B)(6) 2018 and her blood glucose level was around 268 mg/dl and 280 mg/dl. Customer states her blood glucose level was also over 600 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will not be returned device for analysis.